Manufacturer narrative:
Product analysis #706793132:equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the x-pedion guidewire was returned for analysis within a shipping box; within an opened hyperglide balloon outer carton; within a tied plastic biohazard pouch and within a dispenser coil. The hyperglide balloon catheter used in the event was not returned for analysis. Visual inspection/damage location details: the distal ~47.0cm of the x-pedion guidewire coating was found damaged (figures c, d e). The pusher was found broken at ~189.2cm from the proximal end. The distal segment, including the x-pedion guidewire coil, was not returned for analysis. The missing distal segment is ~10.8cm in length. Testing/analysis: n/a conclusion: the customer¿s report of ¿guidewire separation/break¿ was confirmed. Possible causes of tip separation are tortuous anatomy, guidewire not retracted in a one-to-one motion with the pusher during repositioning, pushwire rotation, or user advances/retracts device against resistance. The coating was found damaged, indicative of advancing/retracting the guidewire against resistance. As the hyperglide balloon catheter used in the event was not returned, any contribution of the balloon catheter towards damage could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a hyperglide balloon guidewire broke. During catheterization of the internal carotid artery, it was observed that the guidewire stopped responding spontaneously. Catheter removed from the balloon and seen that the guide wire was broken at the tip material: hyperglide balloon catheter 4x10mm. No medical or surgical intervention was required. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at the very beginning of the procedure, in a straight carotid termination anatomy, when turning the guidewire to reach the anterior cerebral artery it was noted no response of the wire. The wire was withdrawn from the balloon confirming its rupture. The balloon was withdrawn from the patient with the distal part of the wire still attached to it. The device was prepared as indicated in the instructions for use. The procedure was completed without the use of a new balloon. It was noted that the distal tip of the x-pedion ruptured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the issue was with the guidewire. The guidewire broke.